Event description:
The customer reported that the 840 ventilator has an erratic display. There was no patient involvement. The customer reported to have replaced the graphical user interface (gui) pcb. Covidien was only authorized to upload the current software revision. The customer conducted the final testing.